Event description:
It was reported that ongoing intermittent occlusion alarms occurred. System check was performed by tandem technical support and customer changed supplies and resumed insulin. There was no reported adverse impact to the customer¿s blood glucose level.